Event description:
Caller reported a cartridge alarm 20 issue with their pump. It was noted that the customer's blood glucose level was displayed as "high," though a specific value was unknown. Correction was performed via multiple daily injections (mdi), and no third-party assistance was required. Customer had experienced consecutive cartridge alarms but not specifically alarm 20 prior to this. Tandem technical support resolved the issue by planning to replace the pump, and they provided storage instructions for returning the problematic pump. A replacement pump with updated software was sent, and the customer was advised on how to use it and maintain continuous insulin delivery with mdi as backup therapy.